Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A current guidewire sample was inserted into a metallic needle and withdrawn from it in the manner of the guidewire sample having contact with the metallic needle. The urethane coating was sheared off the guidewire sample. The surface of the shear cross-section of the urethane outer layer was found to be in the smooth state as if it had been sheared with a sharp cutting tool. A semicircular groove was found to have been generated on the shear cross-section. Based on the complaint description, it is likely that the actual device was subjected to a withdrawal manipulation in the state where its urethane outer layer had contact with the metallic needle used in combination with the actual device. As the result, the urethane outer layer may have got sheared off the wire. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The labeling does address the potential for such an event in the instruction-for-use (IFU) with statements such as the following: do not manipulate or withdraw the glidewire through a metal entry needle, metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the involved guidewire was used during a pericardial drainage procedure conducted 4 years ago. It was reported that the actual sample was used in combination with an unknown metal needle. It was reported that the urethane outer layer of the actual sample remained subcutaneously in the patient when the actual sample was withdrawn through the metal needle. The sheared piece was not retrieved from the body at that time. Recently, the patient came to the hospital to describe his/her present symptom. The doctor reported that the symptom reported this time has no causal relation with the urethane outer layer remaining in the patient. The procedure outcome is unknown. It was reported that the patient recovered.